Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) that the upper case of an iw934afu baby control cosycot infant warmer was cracked. It was further reported that the lower case was also broken. These were observed during inspection of the biomedical services of the healthcare facility.

Manufacturer narrative:
(B)(4). Method: the complaint upper and lower cases of the iw934afu baby control cosycot infant warmer was not returned to fph for inspection. Our analysis is accordingly based on the event description and photographs provided by the healthcare facility. Results: visual inspection of the photographs provided revealed that the bottom edge of the upper case, where the light box is located, was broken. The lower case was also damaged on the same area and a portion of the plastic material had broken off. A lot check revealed one other complaint of this nature for lot number 090415. Conclusion: the warmer head of the iw934 baby control cosycot infant warmer can be swiveled 130 degrees left to right from the centre position. The warmer head is susceptible to impact damage particularly if the head is swiveled. The likely cause of the broken plastic at the edge of the head casing is accidental impact.